Manufacturer narrative:
Device evaluation: a DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product was returned and thus an investigation could not be performed however the pumps operators manual indicates that the upstream occlusion sensor can either be turned on or off and may detect an occlusion within the medication cassette and/or on the upstream side of the pump (between the bag and pump). The pump displaying this message this does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the device alarmed for upstream occlusion. Tubing was checked for kinks, bends, closed clamps and none were noted. Alarm cleared, settings were reviewed and pump restart and reads run at end of call. There was no patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-20696. The report was submitted in error., corrected data: corrected information provided in h10.